Event description:
The customer reported via phone call that the emergency medical service were dispatched on (B)(6) 2022 due low blood glucose. The blood glucose level at the time of incident was 11 mg/dl. The current blood glucose level was 84 mg/dl. Customer was unconscious due to low blood glucose. The customer was treated with d10. The customer reported that the insulin pump did not suspend and they turned off the auto mode and oval tape came off from sensor. Troubleshooting performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp customer returned device for an alleged suspend anomaly/absence of suspend alarm, ems dispatched and was hospitalized for low blood glucose found on july 09, 2022. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. Programmed the current time and date and set the auto suspend feature. The auto suspend alarm was turned "on" and programmed the time to 1 hour. Monitored the pump for 1 hour and the auto suspend alarm feature is working properly. No suspend anomaly/absence of suspend alarm noted during the testing. Device was programmed with a test guardian 3c link sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Device was monitored, the glucose sensor simulator blood glucose level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 90 mg/dl properly with audio alerts. No absence of alerts or suspend anomaly noted. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board1 and 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for low blood glucose. The force sensor is within specification and the motor functioning properly. Suspend anomaly/absence of suspend alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Significant event leading to the low was that customer had not gotten up to eat. Paramedics treated with dextrose. Customer said the pump did not suspend for the low. Customer also mentioned that the oval tape came off the sensor later the evening of the low blood glucose event because he was sweaty. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
Customer reported significant event leading to the low was that customer had not gotten up to eat. Paramedics treated with dextrose 10. Customer said the pump did not suspend for the low. Helpline said pump will not suspend in auto mode (customer was in auto mode at the time of the incident). After customer turned off auto mode, helpline assisted with programming the pump to suspend on low. Customer also mentioned that the oval tape came off the sensor later the evening of the low blood glucose event because he was sweaty.